Event description:
It was reported that this shaver handpiece was not recognized by the console during use. There was no reported injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was received and the evaluation found that the console would identify the shaver intermittently related to cable failure. Further investigation found the handpiece had the potential to activate on its own. There are no reported injuries related to this failure mode. Conmed linvatec will continue to monitor this product for failures. A review of this shaver's repair history found no repairs from date of manufacture, 9/17/2003. The customer will be contacted regarding the above information.